Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened act dome switch. No button error alarms were noted. The max delivery alarms could not be verified due to the keypad anomaly. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error and delivery limit exceeded. The customer stated that the numbers were ramping on the screen during the fill cannula process. The blood glucose reading was 300 mg/dl. Advised replacement of the device. Nothing further reported.